Event description:
Reporter indicated that the pt's device was registering high impedance, and that the pt was still experiencing an increase in seizures. The treating physician was not able to assess when the issue began as the pt's device had not been checked for almost 2 yrs. X-rays were received and reviewed by the manufacturer, but no cause for the high impedance could be seen. However, due to poor image quality, and a portion of the lead being routed behind the generator, not all of the lead could be assessed. There are currently no plans for any interventions, or to have the device replaced. The device was programmed off when the high impedance was first noted.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusion: device failure occurred, but did not cause or contribute to a death or serious injury.